Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 487 mg/dl, 220 mg/dl, and 215 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.